Event description:
General report received of an unspecified number of undocumented incidents of air in the air eliminating filter. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time after the deliveries were started, it was reported that the pumps alarmed for unspecified occlusion alarms. It was reported that unspecified volumes of air were seen in the air eliminating filters of the tubing sets. The customer contact reported that no air was delivered to the patients. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.